Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #2l; cat# 5516-f-201; lot# ehbyt1; tritanium bplate triathlon s2; cat# 5536-b-200; lot# ctd11712; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Rep reported left knee revision due to pain.

Manufacturer narrative:
An event regarding pain & revision involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: the returned insert shows damage consistent with clinical use and consistent with removal of the insert from the baseplate. Medical records received and evaluation: no medical records were received for review. Device history review: indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the returned insert shows damage consistent with clinical use and consistent with removal of the insert from the baseplate. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported left knee revision due to pain.